Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g4, g7, h2, h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas loss in the iab circuit alarm. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm verified balloon pump is functioning properly and referenced user service manual page 1-7. Gas loss in iab circuit steps for re-initiate pumping or turning off gas loss alarm so it will not re-trigger for use with patient with febrile or tachycardia heart rate. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas loss in the iab circuit alarm. No patient harm, serious injury or adverse event was reported.